Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient is a doctor and described the irritation as an abrasion near the left electrode. There was no alleged device malfunction contributing to the irritation. There are no allegations of any bleeding, oozing, or weeping wounds. The patient applied bacitracin and a bandage to the area, the medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient is a doctor and described the irritation as an abrasion near the left electrode. There was no alleged device malfunction contributing to the irritation. There are no allegations of any bleeding, oozing, or weeping wounds. The patient applied bacitracin and a bandage to the area, the medical outcome is unknown. Supplemental report 9/29/2021: submitting report to correct section g4.